Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultramini meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The reporter claimed the alleged issue began on (B)(6) 2014 at approximately 9:30am. The patient reportedly tested on the subject meter and observed a value of ¿282mg/dl" which he felt was high based on his normal readings/feelings. It is not known what range the patient considers to be normal. The patient manages his diabetes with a combination of insulin and oral medication (unknown type/dose) and he reportedly took an unknown amount of insulin and glucose pills after obtaining the high reading and then ¿crashed.¿ the patient claimed that at an unknown time after the alleged issue occurred, he developed symptoms of ¿feeling cold, clammy and had trouble thinking¿ on (B)(6) 2014. He self-treated his symptoms at approximately 3:30pm by taking glucose tablets/glucose gel. No other device was used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the subject test strips were in good condition. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the reporter claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up (5/15/2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 5/7/2014 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.